Manufacturer narrative:
Product in complaint was returned to zoll on (B)(6) 2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
Complainant alleged that during a yearly device check, it was observed that the driveshaft was unable to rotate freely and the brake gap was out of specification. It was also reported that during testing the device suddenly powered off and then on and displayed a "system error, out of service, revert to manual CPR" message, that was unable to be cleared. There was no report of any patient involvement. No additional details were provided.

Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned to zoll for evaluation. Investigation results as follows: visual inspection of the returned platform was performed and found that the front cover was cracked and the battery lock was missing. Note autopulse is a reusable device; therefore, these types of physical damages can occur due to normal wear and tear and/or physical abuse and are not related to the reported complaint. A review of the archive was performed and error message "system error, out of service. Revert to manual CPR" was observed on (B)(6) 2015. There were no error messages noted on the reported date of (B)(6) 2015. Initial functional testing: the system failed initial functional testing. The error message "system error, out of service. Revert to manual CPR" was displayed upon powered up. The processor board was replaced to remedy the error message. Further investigation indicated that the drive shaft was difficult to rotate due to a defective drive train, thus confirming the reported complaint. Based on the investigation, parts replaced were the processor board, drive train, front cover and battery lock. In summary the customer's reported complaint was confirmed during functional testing. After replacement of the parts identified, the platform was functional tested and there were no problems or error messages noted. The platform passed all final functional testing criteria. The autopulse platform (s/n: (B)(4)) was upgraded and a new s/n: (B)(4) was assigned.